Manufacturer narrative:
The case description states that the controller overheated and the plastic around the charging port seems warped and melted. Only the controller was returned for investigation. Thermal damage was observed to the charging port of the controller and the plastic surrounding the port was observed to have a shiny surface finish. The returned controller was able to turn on with it's own battery power and cloud logs were uploaded from the device. The controller was not plugged due to the observed thermal damage. Inspection of the log files shows that the battery temperature of the device rose to over 400 during use. No other abnormalities were noted within the log files. The tamper seal on the interior back cover was observed to still be intact. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reports their omnipod 5 controller seems to have an overheating issue and they noticed that the plastic around the charge port seems to be warped and melted. No medical intervention or injuries were reported due to this event.